Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "quite a while ago" he started having problems with his implant. He said the device kind of never worked as well as the trial did and that "the leads kind of just went bad and there was "resistance impeding on the leads" so he just couldn't use them. Patient said he has diabetes and his healthcare provider (hcp) told him he needs to get his "a1c levels" down before taking any next steps with the device. He is working with hcp to see if he was going to have his system removed or possibly replaced with new system.